Manufacturer narrative:
Additional information added; patient information clarified/detailed. No product will be returned per customer. The customer complaint of unidentified substance on drip chamber spike was confirmed. A photo provided by the customer observed that the contamination substance was present within the drip chamber spike cap, and not on the spike. Based on previous similar observations on related components, the root cause was identified to be an issue directly related to the supplier molding process.

Event description:
It was reported from the outpatient clinic that the tubing set had an unidentified substance on the spike. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event as this occurred, ¿before use¿.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The product was discarded and not returned for failure investigation.

Event description:
It was reported from the outpatient clinic that the tubing set had an unidentified substance on the spike. There was no patient involvement.